Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced. System error 322 was confirmed through review of the event history log. This was caused by a upper hook screw gap which was out of specification. The upper hook screw gap was adjusted to correct this issue. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unknown symptom error, which was clarified as a system error 322 during device evaluation. It was also reported there was no patient involvement.